Manufacturer narrative:
The visual and mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. The sealing plugs did not show damages. The set screws could be easily screwed in and out, and there was no foreign material inside the header bores. The set screws were effectively contacting the connector pins. The spring elements for the electrical contact between the lead connectors and the pacemaker channels were completely within the specifications. The clamping force was sufficient to establish reliable contact to sample leads. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker has been tested long-term on a heart simulator. No single pacing drop-out has been observed. The pacemaker has been returned in program settings that do not correlate with the documented parameters that were programmed during the time of the reported event. The pacemaker was last programmed in 2006, more than one month post explantation. In summary, this pacemaker did not show any sign of a material or manufacturing problem and found to be within all specifications during long-term tests as well. However, the ECG received with the pacemaker definitely showed missing paces. According to the returned documentation, the pacemaker was programmed fro the last 1098 days in bipolar pace/sense with lead check off. For further investigation, it would be interesting to know if tests in unipolar pacing have been made at some point in time. When the lead check function is activated (on), each stimulation pulse automatically performs the measurement of the lead impedence. If the impedence is found out of the limits for several consecutive measurements, the system automatically switches from bipolar to unipolar lead configuration. The event is stored in an impedance trend. A message will be displayed at the next follow-up when the pacemaker is interrogated. The automatic lead check can be activated for the atrium as well as the ventricle. The selected mode must provide for pacing in the selected chamber. Since the devices did not show any deviation and we did not find any deviations with regard to the manufacturing of these types of devices we do not have a systematic problem. However, we will monitor events like this and will resume the investigation if further information is received.

Event description:
Patient had been seen for regular checks at the hospital with no problems detected. Recently, he presented to his local hospital with increasingly frequent presyncopal and syncopal events over a 2 week period. Monitoring in hospital documented periods of ventricular standstill with no apparent attempt at ventricular pacing. A thorough pacing check at the jhh was completely normal (including attempts at inducing myopotential interference). All measurements of the lead parameters were within normal limits. Checks during the replacement procedure showed no lead problem. The lead was correctly positioned within the pacemaker's header with the set screw properly engaged. The new pacemaker works properly over more than a month.